Manufacturer narrative:
The customer reported that an mp70 monitor displayed a visible "speaker malfunction" message. There was no audio. The limited available info is not sufficient to support that there was a health risk. The visual error message would be obvious to users. In abundant caution, we will report this as a malfunction. Add'l investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that an mp70 monitor displayed a visible "speaker malfunction" message. There was no audio.